Event description:
Surgeon reports lens was replaced due to glare.

Manufacturer narrative:
H.6: the evaluation of the explanted lens revealed that the optical quality was acceptable. This report was mailed in to FDA on: 6/19/1998 disclaimer: this info is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an alcon laboratories, inc. Product is defective or has caused serious injury. Number of persons affected = 1.